Event description:
The customer claims that the flanges were breaking. Also noted the plunger becomes loose and losses pressure if used more than 2 times.

Manufacturer narrative:
Upon receipt of the customer complaint, kdl performed investigations including retained sample test and process review.